Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "complaint: misplaced cassette issue. Event date: 2 weeks ago ((B)(6)). Devices are out of warranty. Five pumps were involved in this complaint. One pump with serial number (B)(4) and 4 pumps with unknown serial numbers. The software version of the devices are unknown. The devices were used on a transport helicopter while the misplaced cassette alarm occurred. Tried to replace different cassettes but still has the same issue. The lot number of the administration set used was (B)(4). There was patient involvement and delay in therapy but is not critical to the patient no information was provided of the exact message that appeared on the screen. The pump works for 3 -10 minutes before misplaced cassette issue happened the customer did not mention the treatment parameters. The pumps mentioned in this complaint will not be returning for repair. Pump treatment information: n/a. Type of drug: n/a. Delay in therapy: yes. Human harm: no." Additional information: "unfortunately, I do not have any more information than I gave you. The pumps are on a helicopter most of the time so I cannot get serial info on the other 3 pumps that were involved. The technician was able to get the other 3 pumps to work by switching out the pump set. I gave you the serial number of the pump they could not get to work without the alarm. I was advised of the issue 2 weeks after the incident so the info on the programing, drug, message etc is not available. I have advised them if they have the problem again to document as much as they can. Please understand they are a flight team dealing with emergency patients."